Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016 the receiver had no vibration. No additional event or patient information is available. The receiver was returned for evaluation. An external visual inspection was performed and passed. The receiver case was opened for further evaluation. A visual interior inspection was performed and the vibrator was found to be misaligned. The reported event of no vibration was confirmed. The root cause was determined to be a vibrate motor that was mechanically bound.